Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka. D2a: common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received one sample along with 10 photos for investigation. The customer-provided photos show blood leakage; however, the exact point of leakage cannot be determined. The returned sample was visually inspected for damage, cracked female luer, and points of leakage, and no damage, cracks, or points of leakage were observed. A review of the device history record could not be completed as the batch number is unknown. This complaint has been confirmed for the failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from the base of the needle on one device. There was no health impact or consequences reported.